Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, the fiber broke and burned physician's finger. The laser was put on standby to check on physician's finger, then the fiber tip was cut and procedure was continued. It was noted that physician's burn had a visible little hole in one of his fingers, however, the same physician was able to complete the procedure. The procedure was completed using the original device/method with no patient complications.

Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, the fiber broke and burned the physician's finger. The laser was put on standby to check the physician's finger, and then the fiber tip was cut, and procedure was continued. The procedure was completed using the original device. There were no patient complications reported.

Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, the fiber broke and burned physician's finger. The fiber was broken at the body and fragments that fell inside patient were removed with a tweezer. The laser was put on standby to check on physician's finger, then the fiber tip was cut and procedure was continued. It was noted that physician's burn had a visible little hole in one of his fingers, however, the same physician was able to complete the procedure. The procedure was completed using the original device/method with no patient complications. It was noted that there were no issues with fiber seal/package and there was no apparent damage to the fiber prior to start of procedure. Console used was a lumenis p120 / moses with settings of enucleation: 2 j, 40 hz, 80w. Hemostasis: 1.5 j, 30 hz, 45 w, and the type of scope used was cystoscopy.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken into two pieces. During the microscopic analysis, it was observed that the tip was degraded. The connector was in good condition. During functional testing, the console read: error 67. Fiber expired. Treatment used: 1 treatment left: 0. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. Additionally, it was noted that the fiber tip was cut after event occurred and the customer used the same fiber to finish the procedure. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The IFU also states: a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Burn(s) and serious injury/ illness/ impairment are a known inherit risk of the device and is documented in the risk analysis. The initial reported allegation of fiber fracture was confirmed. Based on the information available, the investigation was assigned the conclusion code of cause traced to component failure. This report is report is being submitted to correct the describe event or problem (b5) in section b, adverse event/product problem.